Event description:
He user facility in (B)(6) reported a vacuum decrease during surgery. It was found to be caused by nuclear pieces blocking the stable chamber tubing.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. The user facility reprocessed and reused a device that was intended for single use only.